Event description:
This was a left-sided, cardiac lead removal case performed in the hybrid operating room with the intent of removing the rv p/s lead to upgrade to an ICD lead and to reposition the lv lead which was no longer functioning. It was noted during another ep procedure, a few weeks ago that this pt was occluded in the innominate vein therefore, the extraction was being performed to regain access and remove redundant hardware. The pt had a total of 3 leads implanted, all from mid 2010. Mdt 4076 leads were in the ra and rv with a mdt 4194 in the lv. The pt was prepped with an arterial line; both fluoroscopy and tee were utilized throughout the procedure. CT surgery was immediately available and blood was typed, cross matched, and in the room. Md prepped the rv lead with a lld #1 and attempted to remove it with a 12f sls laser sheath. After lasing for a few seconds in the subclavian vein, the lead pulled back and was removed without incident. The decision was then made to extract the lv lead and replace it, again, attempting to gain access. The lv lead was prepped with a lld ez. The lv lead was lased in the subclavian vein where it also pulled back, but the tip got stuck in the innominate vein on the ra lead. Md then switched to byrd poly sheaths to try to free the lv lead from the ra lead. This was unsuccessful. Md then upsized to a 14f sls and attempted again to remove the lv lead and was, again, unsuccessful. The decision was made to remove the ra lead to regain access and free the lv lead from the innominate vein. The ra lead was prepped with a lld #1. Md attempted to extract the ra lead with the 12f sls, but encountered resistance slightly proximal to the tip of the lv lead. Md switched to a 14f sls and was unable to advance past this point. Md then switched to the byrd poly sheaths and was able to extract both the ra and lv leads without incident. It was noted upon inspection of the ra lead that there was calcification in the area that bound the ra and lv leads. Access was obtained and md began to re-implant 3 new leads. Roughly 25-30 minutes after explantation, it was noted that there was a downward trend in bp which had been stable in the 120's down to the low 80's/mid 70's. The pt was given 5 units of whole blood and fluids to replace the volume that had been lost during explant/re-implant, but the pressure was still trending downwards. Md called 2 vascular surgeons (cvs) to the room as he suspected an injury to the subclavian vein. The cvs dissected down to the vein and could not find a definitive injury, but felt it could have occurred under the clavicle where it wouldn't have been visible. A small tissue graft of the subclavian vein which stabilized the pt. A total of 10 units of whole blood and 1 unit of fresh frozen plasma were transfused. After the graft, md finished his re-implant, sewed the pocker and the pt proceeded to recovery. As of (B)(6) 2011, the pt had been extubated and was stable and recovering without incident.

Manufacturer narrative:
The md stated "I cannot rule out either the sls or the cook dilator sheath" as being the suspect device. There were no devices retained for return engineering analysis, as they were disposed of during the code by the hospital staff.